Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. The keypad connector was found closed properly during visual inspection.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons are hard to press. The customer stated that the buttons on the pump normally look flat. The customer stated that his buttons are slightly indented and does not respond with normal button pressing. The customer will be sent a replacement pump.